Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they required medical assistance three times in the past for low blood glucose. The paramedics were called on the first event on (B)(6) 2018, with a blood glucose reading of 32 mg/dl, 30 mg/dl. During the second event, the customer's blood glucose was 20 mg/dl on (B)(6) 2018, requiring the paramedic's assistance. In the third event on (B)(6) 2018, the customer was hospitalized for low blood glucose. The customer did not recall any significant events leading to the low blood glucose event. Customer declined to troubleshoot for their low blood glucose. The insulin pump will not be returned for analysis.